Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flexvision pc was not starting. As a troubleshooting the fse reset the flexvision pc and was able boot the system but there were further connectivity problems with the ris, pacs, and iws. The fse corrected the connectivity problems, but the reported boot up issue re-occurred. The fse determined that there was an intermittently boot up issue and confirmed that the flexvision pc was defective and needed a replacement. The defective flexvision pc was returned for analysis, and it confirmed issue with cmos battery. To resolve the issue, the fse replaced the flexvision pc and hard drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.